Event description:
The following was reported to hamilton medical ag: lost of external power; battery is not being charged. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Investigation result: during the use of the ventilator powered by ac power supply, the machine automatically switched to the backup battery power, and alarmed "loss of main power supply". Although the ac power supply of the machine failed, the machine can automatically switch to the backup battery power supply. Therefore, the ventilator can continue to ventilate the patient without shutdown. The root cause was a defective power supply board. Problem was resolved with the replacement of the power supply.

Event description:
The following was reported to hamilton medical ag: lost of external power; battery is not being charged. No patient involvement.